Event description:
Healthcare professional (hcp) reported that a patient contacted the clinic due to "concerns regarding an allergic reaction." Patient advised they "had sensation of numbness on the left arm and left leg, also felt that [the patient] couldn't swallow" after injection with juvéderm® voluma¿ with lidocaine and [unspecified] juvéderm® volift¿. Patient went to the nhs (national health service) who provided the patient with antihistamine. No adrenaline was given. The patient stated that they had "anaphyalaxis but was discharged. Went to their gp and gave antihistamine". "Patient was also injected on the same day with non-allergan product azzalure. Patient thinks the reaction was due to the azzalure." The patient was concomitantly injected with juvéderm® volift® with lidocaine. 28may2021: DHR review completed - imdrf completed. 06jul2021: mir submitted for the 2nd device which was added by (B)(6).

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® volift® with lidocaine. The patient was concomitantly treated with azzalure®. The patient experienced an ¿allergic reaction.¿ the patient reported ¿numbness¿ on the left arm and leg and felt that they ¿could not swallow.¿ the patient went to the nhs where they were treated with antihistamine. The patient reported that they had ¿anaphylaxis¿ but was discharged. The patient then went to their gp and was treated with antihistamine. The patient believes the event is related to the azzalure®. The event is ongoing. This is the same event and the same patient reported under (B)(4) (allergan complaint #cn-(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.